Event description:
The customer's father reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 41 mg/dl. Troubleshooting was performed and found that the time on the insulin pump was incorrect. A reservoir was not available to perform any additional training. The customer's father claimed that the insulin pump delivered 15 units of insulin while it was in the suspend mode. However, no insulin delivery was recorded in the insulin pump's history files. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.